Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 247 and 308 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 144 mg/dl. Customer stated he has not given himself any insulin because he thinks the meter is not working properly. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/19/2020 and test strips were opened four days ago. The meter memory was reviewed for previous test result history: result 1: 308 mg/dl, date (B)(6), time, 7:24am fasting, result 2: 247 mg/dl, date (B)(6), time, 7:23am fasting, result 3: 151 mg/dl, date (B)(6), time, 12:29am fasting, result 4: 232 mg/dl, date (B)(6), time, 6:11pm fasting, result 5: 173 mg/dl, date (B)(6), time, 12:06pm fasting.

Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI#:(B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 247 and 308 mg/dl. The customer's expected fasting blood glucose test result range is 125 - 144 mg/dl. Customer stated he has not given himself any insulin because he thinks the meter is not working properly. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/19/2020 and test strips were opened four days ago. The meter memory was reviewed for previous test result history: (B)(6).